Event description:
Cer84725 has been repaired and re-acceptance inspection has been performed. Sometimes, "ventilation unit synchronization timeout" is displayed during startup, and the unit cannot start. I am not sure about this, but I think it happens when the ac power is not connected for several hours. When it does start up, it is less likely to be reproduced by turning the power on and off if the ac power is still connected.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be the software not fully supporting the startup sequence, hence creating a synchronization timeout. In consequence the software was updated accordingly. There was no patient or user harm. Hamilton fm 653570 rev. 00 medical page 3 of 4 complaint investigation report (remediation) confidential complaint nr. (B)(4) the allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.